Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the ;ead was found to be within specification.

Event description:
It was reported that the patient presented in-clinic with chest pain and discomfort. Upon review of the echocardiogram, it was determined there was a pericardial effusion due to either atrial or right ventricular leads. Since it was unclear which lead had perforated, patient was brought to lab and both leads were explanted and replaced. The procedure proceeded without incident, and patient was in stable condition post-procedure.